Event description:
The olympus representative reported the evis lucera bronchofibervideoscope had an air leak. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the coating on the insertion guide cover was peeling off due to deterioration. This report is to capture the reportable malfunction of the coating on the insertion guide cover was peeling off due to deterioration noted at estimation.

Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. No additional information was available. The device was evaluated, and the reported issue was confirmed. The switch box was not watertight. The bending angle was insufficient due to the elongation of the angle wire. The flexible tube of the insertion section was crushed due to external factors. Detachment of the index of the insertion tube was observed. The bending section cover adhesive was missing. Wrinkles were observed in the universal cord due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the reported event (coating on insertion guide cover was peeling) was due to stress of repeated use, external factors, or handling caused the defect. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.